Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl as the customer had forgotten to deliver a food bolus via the pump. Water was consumed and a bolus via the pump was delivered to address the bg.